Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a call service alarm observed in the black box and alarm history. A call service alarm was received when entering the main menu. The software was reloaded and during an attempt to rewind, a replace battery alarm was emitted. Attempted again with a new battery and received another replace battery alarm. Unrelated to the complaint, there was moisture visible in the display and moisture was found on all surfaces when the pump case was removed. A new display was used and was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.